Event description:
During the procedure, the disposable scope's deflection tip broke while being used with the laser. A new disposable scope was used and switched on but could not be used because the blue lever was broken. A third scope was then used for the case. No patient harm.